Event description:
It was reported that high impedance was observed during a diagnostics test on (B)(6) 2012. This was the first time in a while that the physician had run diagnostics on this patient, so the date that the high impedance first occurred cannot be confirmed. The physician elected to leave the patient's device turned on because the patient was not experiencing any pain or adverse events. The patient has been referred for prophylactic generator replacement and for replacement of the lead due to high impedance. Follow up with the physician revealed that no patient manipulation or trauma was believed to have contributed to the high impedance. No x-rays have been taken. Although generator and lead replacement surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.